Event description:
Information received by medtronic indicated that the insulin pump had cracked screen and it was alarming. The retainer ring had no damage. It was unknown whether the customer was using the auto-mode feature. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 4.11e (obtained by using a test pcba 1). Retainer ring = black. Customer returned pump for an alleged cosmetic damage and unexpected error message found on (B)(6) 2021. Pump was received with a missing segments/partial display and constantly beeping. Unable to verify unexpected error message and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to a missing segments/partial display and constantly beeping. Pump was cut open to perform visual inspection and found a cracked lcd glass. No corrosion or moisture damage found on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcb 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no missing segments/partial display and constantly beeping noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued testing. The pump passed the self test. The pump was monitored and no unexpected error message noted. A missing segments/partial display and constantly beeping was confirmed due to a cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the pump screen. Unable to verify unexpected error message due to missing segments/partial display and constantly beeping. A missing segments/partial display and constantly beeping was confirmed due to a cracked lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.